Event description:
It was reported that the patient's catheter dislodged. It was also reported that at that time the pump site was the size of a grapefruit. The patient underwent a catheter revision. Following revision the swelling at the pump site resolved. The drug contained in the patient's pump was not reported. Additional information has been requested, but was not available as of the date of this report.